Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a sales representative via email that an ar-9580-2410 mgs baseplate and ar-9582-25 modular post would not seat and were unable to be re-compressed. This was discovered during a case with no patient harm. Per facility: "after compressing the mgs augmented baseplate and the modular post together, the implant was inserted into the glenoid. It was not seating, and when removed, the two pieces came apart. We were then unable to re-compress them and forced to open new implants."